Event description:
Patient reported the infusion device did not deliver a bolus. Patient stated since (B)(6) 2011, there is no bolus in the history. Patient reported a blood glucose level up to 500 mg/dl; took correction via the pen. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.